Event description:
Product: thermacare heat wraps. Applied to neck areas as illustrated in directions. Removed after 25 minutes due to discomfort. I have used other brands without incident - something is clearly wrong with this product! Result 2nd degree burn over entire area of wrap. Complications: infection from burns required antibiotics for 10 days. As of (B) (6), 2010, skins still very discolored and patchy. Dates of use: 25, minutes, (B) (6) 2010. Diagnosis or reason for use: muscle tension pain.